Manufacturer narrative:
The customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a radial tear in the capsule during laser assisted cataract surgery. He was able to manage the tear without issues and the surgery was completed without additional intervention. A capsular tension ring was used during the case but the surgeon believes this event was laser related.